Event description:
Boston scientific received information that the patient received 28 inappropriate shocks due to noise and oversensing of the right ventricular (rv) lead and resulted in device therapy exhaustion. Boston scientific technical services (ts) was contacted and advised that the integrity of the lead system is in question. The lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.